Event description:
It was reported that the customer was hospitalized due to high blood glucose of 1000mg/dl. The nurse requested to have a rep to troubleshoot the insulin pump at the hosp. During the call, the nurse stated that the customer has been hospitalized two weeks ago with high glucose over 500mg/dl, and then dropped to 20mg/dl. The nurse stated that the doctor suspected there were issues with the insulin pump. Troubleshooting was declined. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.